Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a disconnection between the tubing and gamma radiated clearlink luer. The reported condition was verified. The cause of the reported condition was an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adaptor to the port of a spike with clearlink injection site was very loose. This was discovered prior to patient use. There was no patient involvement. No additional information is available.